Event description:
It was reported that, 6 months ago, the patient suddenly could not charge their implantable neurostimulator (ins). The patient stated that they were busy and had not done anything about it until now. The patient was going to follow up with their physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3998, lot# v001871, implanted: (B)(6) 2005, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).